Manufacturer narrative:
Date sent to FDA: 2/28/2020. Additional information: d1, d4.

Manufacturer narrative:
Date sent to FDA: 9/24/2020.

Manufacturer narrative:
Date sent to FDA: 3/6/2020. Corrected information: d4.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2018 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent a previous gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent another surgical procedure on (B)(6) 2008 and mesh was implanted. Other procedure is captured in a separate file. No additional information was provided.